Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues, fluid loss and a broken cylinder tubing. A surgical procedure was performed to remove the device, and no patient complications were reported.